Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and, no anomalies were found. The analyst commented that there were no anomalies observed regarding the returned lead. There were no irregularities observed on any portion of the outer insulation on the returned lead.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694965 lead implanted: 2006 (B)(6); 1388t lead implanted: 2006 (B)(6). (B)(4).

Event description:
It was reported that prior to implant there were irregularities noted in the outer insulation on the distal portion of implantable tachy lead. The lead was not used or attempted in the patient, and was exchanged for another lead. No patient complications have been reported as a result of this event.